Event description:
A 10mm amplatzer septal occluder (aso) was implanted under echo control. The following day, the aso was found under x-ray to have embolized to the abdominal aorta. The aso was percutaneously removed and replaced with a 13mm aso with a very good result.